Manufacturer narrative:
The reported even of not possible to recharge was not confirmed. At receipt the ipg successfully communicate with lab utilities. The returned ipg accepted charge and was fully recharge at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, the ipg would no longer communicate with external devices. Surgical intervention is pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced.